Event description:
The staff was lifting a resident with a mechanical lift to obtain their weight. The flange (u-bracket) at the lift arm pivot point cracked on the right side (from the rear). The resident was lowered without injury.